Event description:
A customer observed multiple biased valp qc results on the vitros 5.1 fs analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed multiple occurrences of biased valp qc results. Calibrator responses and calibration parameters were typical compared to expected values. On-site service verified adjustments for secondary metering and cuvette position. Post service qc results have been acceptable. Although service actions have restored the analyzer to expected operation, the root cause of the event could not be determined.